Event description:
It was reported that a patient implanted with the superion indirect decompression system underwent an explant procedure. Clinical evaluation indicated that the second spacer, which had been placed at the l3-l4 level, contributed to a fracture at the l4-l5 vertebrae (see mfg. 3006630150-2023-01331). Imaging revealed strain on the spinous process situated between the two implanted devices, rendering the fracture at l4-l5. This event was assessed as related to the device, the surgical procedure, and the ongoing progression of the patients degenerative spinal disease. Other factors included a prior in-patient laminectomy and visible alterations to the spinal biomechanics and stenosis.